Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the physician used it to transect the stomach. At the completion of his third firing of the stapler, the device would not open. The sales rep and the company were consulted, to assist the physician in getting the stapler to open. The handles and the body of the instrument were cracked open and the shaft exposed in order to try and move the release rod. This was unsuccessful. Consequently, the surgeon used another stapler to staple and transect the closed stapler. The surgeon successfully removed the first stapler with attached stomach tissue between the jaws. The surgeon continued laparoscopically and completed the surgery without further incident.